Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while surgeon was making his femoral cuts with the 4 in 1 cutting guide. The modular handle listed above came apart. The modular handle was engaged in the cutting block at the time and being held by an assistant. A c arm was ordered because we could not find the containment peg and it was feared that it fell into the wound.

Manufacturer narrative:
An event regarding the disassembly of a triathlon handle was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirms the event as the device was returned with the body, shaft, spring, and dowel pin disassociated from the body of the device. The pin was not returned. Material analysis concluded that no press-fit was observed in the hole of the shaft. Medical records received and evaluation: no patient medical records were available for review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been three other events for the lot referenced.. Conclusions: a CAPA was initiated due to a series of complaints received regarding the a lack of press-fit of the shaft hole of triathlon handles. This event was determined to be under the scope of the CAPA . The investigation at the supplier concluded that the issue was tied to operators performing an over-reaming of the counter bore feature, which mates up to the press fit pin, part #9000-8-326. This over-reaming, resulted in a diminished press fit length of the hole, further resulting in a pin that could come loose and the assembly falling apart.

Event description:
It was reported that while surgeon was making his femoral cuts with the 4 in 1 cutting guide. The modular handle listed above came apart. The modular handle was engaged in the cutting block at the time and being held by an assistant. A c arm was ordered because we could not find the containment peg and it was feared that it fell into the wound.